Event description:
Patient taken to interventional radiology for inferior vena cava (ivc) filter removal. The filter hook embedded in the wall of the ivc. Forceps were required to free the filter from the wall. Removal was very difficult and required common femoral access to remove most of the filter. A total of two arms of the filter were stuck in the patient - one on ivc and the other in the right ventricle. The first arm had embolized to the right ventricle. The second arm remained in the ivc. The ivc arm was removed with forceps and the right ventricular arm was removed using a loop snare. All pieces of the filter were able to be removed and verified by further fluoroscopy. The patient did not appear harmed.